Manufacturer narrative:
On 10th november 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. The sensor was received for further investigation. Upon inspection, a small portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the missing hydrogel over the optics. A review of the data management system (dms) glucose data revealed variable sensor glucose values with occasional sensor glucose/blood glucose (sg/bg) mismatch. However, no definitive anomalies were identified. The root cause for the observed inaccuracy could not be determined. The potential root cause of the reported sensor inaccuracies may be associated with the in vivo conditions affecting the sensor hydrogel during the reported timeframe. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 08 feb 2026. G3. Date received by the manufacturer? 08 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.